Event description:
Same case as MDR ID: 2134265-2012-01643, 2134265-2012-01644 and 2134265-2012-01645. This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent delivery system (sds) would not cross the lesion. The concentric, 10-20mm in length and 99% stenosed target lesion being treated was located in the bifurcated and moderately tortuous 1st obtuse marginal (om) with a potential thrombosis. Following stent placement and additional balloon inflation it was noted that there was no flow in the proximal third of the om. This was treated with prolonged inflations at low pressure with the maverick balloon catheters in both vessels. A non-bsc thrombus extracting device was then used in the 1st om to successfully treat the thrombus. The proximal third om lesion was still experiencing intermittent flow. A 2.25x20mm promus element stent was then advanced and would not cross. A 2.25x19mm non-bsc stent was then advanced and also would not cross. The procedure was completed with another round of "kissing balloon" inflation using unspecified balloons in both lesions. Stenosis was noted in the ostium of the proximal third of the om, however timi-3 flow was restored to the bifurcated lesion. Additional patient complications were not reported and the patient's status is stable. The returned product analysis for the 2.25x20mm promus element sds revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. The struts on the first two rows from the distal edge were stretched distally. The tip was kinked. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The corewire and inner and outer lumens were kinked 26mm distal to the port. Solidified blood was present within the entire length of the guidewire lumen, therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).